Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic right lower lung lobe procedure, on the second firing the device reload broke. The surgeon then used new device reload to resolve the issue in order to complete the case. There was no patient injury.